Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 450cc mentor smooth round moderate plus profile, catalog # 3502450, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a 450cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative left-sided deflation, confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported a patient experienced a deflation in a breast saline implant. The device was visually inspected, and it was found with no apparent damage. Leak testing was performed, and it revealed there was a tear measuring approximately 0.3 cm in the anterior aspect. Microscopic examination of the edges of the tear revealed parallel striations. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer reference number: (B)(4).